Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via and outreach follow-up phone call being hospitalized thrice due to high blood glucose levels. The customer's father stated that the customer had not been using the insulin pump at the time of the events. The customer had reverted to treating with manual injections. Neither the insulin pump nor the supplies were in use at the time of hospitalizations. The customer's father stated that the customer also had some mental issues. The customer's blood glucose was over 600 mg/dl on one occasion, and it was over 450 mg/dl on another. The customer's father was advised that the customer would be contacted again in 90 days for a follow up.